Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shock therapy for ventricular tachycardia (vt). The first shock accelerated the rhythm, which led to the delivery of five inappropriate shocks. These shocks were unsuccessful in converting the patient and the episode eventually spontaneously ended. The ICD remains in service and there were no additional adverse patient effects reported.